Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she rewound the pump and got the alarm again. Customer took out the battery and put the same battery back in. Customer then received a bad battery alarm. Customer was sleeping when she got the no delivery alarm. Customer stated that she wants to go to her mother's house to get an infusion set.